Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) right ventricular (rv) and left ventricular (lv) leads showed a gradual increase in lv pacing impedances from within range values to high, out of range at the time of the call. Also, there was non-sustained ventricular tachycardia with fine noise on the rv channel with no pauses greater than two seconds. Technical services recommended isometrics with pocket manipulation, coughing and deep breathing while sampling impedance. The patient is pacing dependent but no symptoms post-surgical produced and they were not able to do the testing at the moment. The crt-d, rv and lv leads remain in service at this time. No adverse patient effects were reported.